Event description:
It was reported that during a revision procedure the lead was damaged when it was moved. Specifically, it was noted that the outer insulation of the lead was broken, but the inner insulation and wire layers appeared to be intact. The revision was completed with no issues and the pt recovered without sequelae.

Manufacturer narrative:
(B) (4).